Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump was making his blood glucose level go low. She had to call the paramedics twice due to low readings on the meter. The paramedics were dispatched on (B)(6) 2016. Customer's blood glucose level dropped to 20 mg/dl. The customer was given 4 bags of glucose and ate food to treat his blood glucose level. The customer was off the insulin pump while the paramedics arrived to his home. He believed the insulin pump was over delivering. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly. No bolus anomaly, basal anomaly or daily total anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.